Event description:
During an atrial fibrillation ablation procedure, the catheter's blue shaft peeled off while inside the introducer. The device was replaced and the procedure was completed successfully with no adverse consequences to the patient.

Manufacturer narrative:
One duodecapolar, double loop, inquiry afocusii diagnostic catheter was received for evaluation. The reported damage to the catheter shaft was confirmed. The catheter shaft was stretched and torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damage is consistent with damage during use.